Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #2 - "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2011 due to possible infection and loosening of tibia. The tibial tray and tibial bearing were removed and replaced. Only the tibial bearing was manufactured by biomet orthopedics. No further information has been provided to date.